Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, atrial and ventricular signals were found to be superimposed, and incomplete impedance values were noted on the right atrial (ra) and right ventricular (rv) leads. Chest x-ray was performed and revealed ra and rv leads dislodgement. It was determined that the patient was inappropriately shocked due to dislodgement and far p-wave over-sensing on the rv lead. The implantable cardioverter defibrillator (ICD) was reprogrammed to backup pacing initially, and then the physician elected to explant both the ra and rv leads. During the surgery, the set screw of the ICD would not rotate, and the rv lead was not able to be disconnected from the ICD. The ICD, ra lead, and rv lead were explanted and replaced with new ones. The patient's condition remained stable.